Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the complaint database and device history record cannot be performed as a lot number was not provided.

Event description:
The account alleges that during a vertebral augmentation the patient lost consciousness. The patient was on a blood thinner, five days prior to the procedure. At the time of procedure the patient did not receive any sedation, only localized lidocaine was used during procedure and at the time of injection the patient was reported to be very anxious and fidgety. She was fully awake and coherent during the first half of the procedure. During the second half, it was noticed that she became quiet and the physician thought she was sleeping. A very mild response was able to be obtained from the patient. The procedure was aborted and the patient was rolled over on her back, after this took place the patient had no recollection or memory or who or where she was. The patient was then transferred to the emergency department.